Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the device were difficult to open. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the ligasure had jaw issue. After sealing the vicinity of the uterus with tlh (total laparoscopic hysterectomy), the jaw did not open but when force was applied in the direction to open the handle, it opened. It was possible that the hard tissue has been bitten by the jaw. There was no patient injury.